Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Final anlaysis found that the outer insulation was damaged at 13.8 cm from the connector pin and the outer coil was kinked at the same location. The outer insulation was also damaged at 16.5 cm from the connector pin. The inner insulation was damaged at 13.8 from the connector pin causing an intermittent short circuit.

Event description:
It was reported that both leads exhibited an increase in thresholds.